Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument tip was bent. No patient was present. Additional information was received that it was suspected that the probe had become bent when the direction was changed as the probe was inserted into the bone.

Manufacturer narrative:
H6) the tip on the returned probe was visibly bent. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.